Event description:
It was reported that device diagnostics resulted in high impedance. The neurosurgeon reported that there are no plans to replace the device. It was reported that the patient was scheduled for device explant because she is wanting to get an MRI performed. It was reported that the patient&#39;s device has been programmed off for a number of years. The patient was scheduled for explant. It is unknown if the patient was explanted as planned. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.